Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net showing the non-sustained right ventricular oversensing episodes. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not receive any therapy during the oversensing. The device was reprogrammed. No patient symptom was reported.